Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3387-40, lot# j0237085v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had less than 50% therapy relief at the lead location. The lead was explanted on (B)(6) 2013. Additional information received reported that the extension and implantable neurostimulator (ins) remained implant. There was a lack of efficacy. Patient was having a new lead implanted on (B)(6) 2013 which would be connected to the existing ins and extension. It was later reported that the patient had a surgical procedure the week prior to (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Event description:
Follow up reported there was no information on the patient¿s programming and revisions. The patient currently had a functioning left and right system without any shorts or open circuits.